Manufacturer narrative:
Concomitant medical products: allofit alloclassic shl 58/ll catalog# : 4248; lot# : 2505393. Cls stem 135deg 9.0 12/14 58/ll catalog# : 290039090; lot# : 2510635. Therapy date: (B)(6) 2019. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to metallosis, inlay fracture, and dislocation that resulted from a fall.

Event description:
Please refer to report 0009613350-2020-00060.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: correction: b4 - b7 - d10 - g4 - g7 - h10 d11 - medical products and therapy date: detail of product: allofit alloclassic shl 58/ll catalog# : 4248; lot# : 2505393. Cls stem 135deg 9.0 12/14 58/ll catalog# : 290039090; lot# : 2510635. Cerasul alph insrt neutr ll/28 catalog#: 0100010612 lot# : 2392490. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Additional: d11, h2, h6. Correction: b4, b5, d10, g4, g7, h3, h10. Event description: it was reported that the patient was implanted with a left tha on (B)(6) 2009 due to primary coxarthrosis. The patient sustained a fall on the left side on (B)(6) 2019, leading to a fracture and dislocation of the cerasul insert, which was diagnosed during an ambulant consultation the day after. Due to personal reasons of the patient, the revision surgery was postponed by two months and was performed on (B)(6) 2019. During revision surgery the cerasul liner and the cerasul head were replaced by a durasul alpha insert and a biolox option head. Review of received data: - x-rays: in total two x-rays from (B)(6) 2019 taken the day of the trauma event, one x-ray and a MRI from (B)(6) 2019 (pre-revision), four intra-operative x-rays and three post-op x-rays from (B)(6) 2019 have been received. The following x-ray review has been performed by a health care professional (radiologist). The pre-revision images demonstrate a left total hip arthroplasty with evidence of a fractured ceramic liner with fracture fragments within the joint space and heterotopic ossification within the joint space. No bony fracture seen. Overall fit and alignment of the implants is appropriate with normal bone mineralization. The acetabular inclination angle is around 40.5°. Further, no indications of subsidence, subluxation, corrosion, osteolysis. One intraoperative image shows the situation after removal of the fractured ceramic liner with no visible remaining fracture fragments. Additionally, the intraoperative situation after tha restoration with new components is displayed. The post-op images show the revised tha on (B)(6) 2019 with heterotopic ossification within the joint space and inferior of the greater trochanter. - surgical report: implantation report (B)(6) 2009: surgical duration: 2h 35 min (08:05-10:40) diagnosis: primary coxarthrosis left description of procedure: lateral approach. Opening of the joint and circular resection of the joint capsule. Resection of the femoral neck. Luxation of the femoral head. Again display of the acetabulum and resection of capsule remainings and osteophytes. Incremental reaming of the acetabulum from size 48 to 58. Sufficient bony coverage of the reamer reached. Insertion of an allofit cup 58 and insertion of a cerasul inlay of size 28. Display of the femur and rasping of the femoral canal until size 9. Mounting of a trial head, reposition shows correct position of the stem, therefore insertion of a cls spotorno stem size 9 and mounting of a 28 cerasul head. X-ray control shows correct implant position. During reposition no luxation tendency identified. Leg length on the left side between 0.5 and 1 cm longer. Closure. - revision report (B)(6) 2019 surgical duration: 1h 35 min (09:07-10:42) diagnosis: dislocation and fracture of ceramic/pe inlay following a fall of the patient (B)(6) 2019 following cementless implantation htep (B)(6) 2009. Revision was postponed by the patient (traveling abroad). Description of procedure: lateral approach. Opening of the joint. Intraarticular metallosis, black-greyish discolored tissue and substance. The fractured ceramic liner dislocated completely out of the pe inlay. One main fragment, two smaller fragments and multiple tiny fragments, which in total add up to around 3/4 of the liner. Luxation of the tep and removal of the head. At the edge of the head conus 2 defects, that were not introduced during removal. Conus is fine. Only mm sized particles can be found. The rest of the ceramic liner might have been ground up. Multiple ceramic fragments are pressed into the pe inlay. Removal of the pe inlay with a screw. Acetabular cup has a firm seat. Jet-lavage to remove invisible ceramic particles and insertion of new head and inlay. Closure. Product evaluation: - visual examination: the cerasul head and the cerasul alpha liner were returned for examination. Cerasul alpha liner: the ceramic insert is fractured and was returned in three pieces, which do not add up to a complete insert. On the outer surface of the insert, usually anchored within the pe body, metallic smeared material can be seen. Additionally, metallic smeared material can be found on the rim of the ceramic insert. Further, hardly any sharp edges can be found, not even on the fracture surfaces. The outer surface of the pe body shows a deformed peg, a bore hole from a screw and multiple indents. In addition, the rim area is highly deformed and one part has been shorn off. The inner surface of the pe body is worn, damaged and roughened with metallic and ceramic inclusions. Cerasul head: on the articulation surface blackish metallic smeared material can be found and a part of the surface finish has been worn off recognizable by its matt color. The cerasul head shows some blackish material transfer on the taper surface. Additionally, parts of the edge at the taper fractured off. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records of the ceramic liner and the ceramic head identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient was implanted with a left tha on (B)(6) 2009 due to primary coxarthrosis. The patient sustained a fall on the left side on (B)(6) 2019, leading to a fracture and dislocation of the cerasul insert, which was diagnosed during an ambulant consultation the day after. Due to personal reasons of the patient, the revision surgery was postponed by two months and was performed on december 13, 2019. During revision surgery the cerasul liner and the cerasul head were replaced by a durasul alpha insert and a biolox option head. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the visual examination and the x-ray review the reported event can be confirmed. The ceramic insert of the cerasul liner fractured and disassociated from the pe body. The received ceramic fragments do not add up to a complete liner; however, it is likely that the missing parts have been ground up, as this is also indicated by the revision report which states that no further ceramic parts were found within the surgical site. As the revision surgery was performed two months after the event and as the received fragments had very smooth edges it is likely that the ceramic fragments had contact to each other or to other metallic components as indicated by the metallic smeared material on the rim of the ceramic fragments. Further, the metallic smeared material on the ceramic insert and the metallic particles embedded within the pe body indicate that metallic material has been worn off, most likely due to contact between the ceramic fragments with metallic components after the fracture. This also explains the metallosis and blackish stained tissue found during revision surgery. Overall, the damages on the pe body, the cerasul head as well as the smooth edges and the metallic smearing found on the ceramic fracture fragments can be attributed to secondary effect introduced after the fracture due to direct contact of the individual components. Based on the investigation it can be assumed that the patient¿s fall contributed to the events leading to the revision surgery. It remains unknown if additional factors led or contributed to the reported event. It is also unknown if the ceramic insert disassociated from the pe body before or after the fracture. In conclusion, as the cause may be multifactorial an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation done.